Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate and the patient programmer displayed an error message due to failure to recharge the system in over a year. Reportedly, the ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.